Event description:
(B)(4).

Manufacturer narrative:
The user facility reported observing small "puncture" holes in the bottom of their s40 acid capsules after cycles had completed during start-up of the device. The system 1e processor had not yet been placed into service and instruments were not present in the processor. The cycle completed successfully and met all parameters as evidenced on the cycle printout and the passing chemical indicator (ci). The steris clinician on-site at the time of the reported event stated that she noted the buffers of the s40 containers subject of the event were hardened, thereby requiring more downward force to properly "seat" the sterilant container in the container well. All cycles completed successfully and met all parameters as reflected on the cycle printouts and the passing chemical indicators (ci). A steris service technician ran a diagnostic cycle and two processing cycles and noted the following: cycle printout for the processing cycles completed successfully and the processing parameters were met; cis evidenced a 'pass' result; and a puncture was present in the bottom of the acid capsules. Quality personnel ran processing cycles using retain samples from the s40 lot subject of the reported event, and noted the following: powdered buffers were firm; buffers emptied out into the cup well when fully inserted into the processor; processing cycles completed successfully and no residual sterilant or buffer remained in the s40 containers or the s1e processor; cis evidenced 'pass' results; and no puncture was noted in the bottom of the acid capsules. Quality personnel ran processing cycles using s40 containers returned from the customer and noted the following: powdered buffers were firm; buffers partially emptied out into the cup well when fully inserted into the processor; processing cycles completed successfully and no residual sterilant or buffer remained in the s40 containers or the s1e processor; cis evidenced 'pass' results; and partial punctures to the bottom of the acid capsule were noted. Through the course of this complaint investigation, steris r&d and engineering determined that the partial punctures observed by the user facility were attributed to hardened buffers pressing against the bottom of the acid capsule combined with pressure applied by the operator when inserting the aspirator probe into the s40 container. The s40 container plug popper can push the plug upwards, moving the hardened buffers up into the container and against the bottom of the acid capsule causing a slight deformation. In the presence of hard buffers, if a strong force is applied during insertion of the aspirator probe, it can deform the acid capsule, shortening the internal dimension, creating the puncture. When the force is released by dissolving buffers or easing the insertion pressure, the cause of the deformation is removed, the acid capsule returns to its shape. The partial punctures do not affect the efficacy of a processing cycle as the peracetic acid still releases from the capsule during the cycle. This is evidenced by the cycle printout showing all processing parameters were met and the ci evidencing a 'pass' result. The system 1e operator manual instructs users to not use force when inserting the s40 container: "caution: do not push the container into the sterilant compartment with excessive force." S40 buffers can become hardened due to improper storage during shipment and/or at the user facility. Product labeling states: "the s40 container must be stored at 16-27°c (61-81°f), upright, away from sunlight and not near heat or open flame, in a dry environment, until ready to use." The s40 lot subject of the reported event was shipped from steris to the user facility's storage warehouse, where it was stored prior to use by the user facility. Steris conducted in-service training on the proper use and operation of the system 1e processor and the proper use, handling and storage of s40. The user facility has since run processing cycles in their system 1e; punctures were not observed in the s40 containers and no issues were reported. Steris has determined that this is an isolated event.

Manufacturer narrative:
The user facility reported that during in-service training a processing cycle was initiated and completed successfully. When the sterilant container was removed, residual liquid was present in the container and a strong smell was noted. Further inspection evidenced a tear in the bottom of the sterilant acid capsule. The reported event occurred prior to the device being placed into service and no injuries were reported. A steris technician inspected the processor and ran a diagnostic cycle which evidenced passing results. The technician then ran two processing cycles which successfully completed as evidenced on the cycle printout and by the chemical indicator. The technician removed the sterilant container and noted tears in the bottom of the acid capsule. Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.